Event description:
It was reported that the cutting unit came in contact with the outer tube creating metal debris, the surgery was then converted to an open surgery. No additional intervention was necessary and no other harmful event to the patient was reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.